Manufacturer narrative:
No moisture damage was found on the electronic or motor assemblies. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the customer's insulin pump had moisture trapped around the display screen. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).